Event description:
Customer called to report a leak at the probe of the coulter ac.t diff2 analyzer. Customer stated that a small drop of fluid from the probe would remain on the rubber stopper of the tubes. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the probe wipe rinse block was obstructed with debris. The fse cleaned the rinse block, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is due to the debris obstruction in the probe wipe rinse block, which was resolved with the service repairs. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)